Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was storing her cartridge of strips in the kitchen and bathroom. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." In addition, it was also determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another". The user mentioned that she opened a new cartridge of strips the previous day and tested her bg level, and received a reading of 108 mg/dl, which the user stated is normal for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On december 18th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user, who is a type 2 diabetic, reported receiving a bg reading of 150 mg/dl followed by a reading of 138 mg/dl.